Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.